Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture-breast: observed broken device assessed as surgical damage. As per the investigation procedure creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required

Event description:
Healthcare professional reported right side ruptured confirmed via MRI, scattered fibroglandular tissue was also noted. Device was explanted. Healthcare professional later reported "hole, non-specific".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side rupture. Device remains implanted.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device has been explanted.